Event description:
Increase in pacing impedance on (B)(6) 2020. Out of range measurement on (B)(6) 2020. Values then fell back down to steady trend values. No noise was seen on iegms. Device was explanted (B)(6) 2020 due to suspected fracture. Should additional information be obtained this report will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.